Manufacturer narrative:
6/26/97-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic cholecystectomy procedure, the clips did not ligate the vessel tightly. The surgeon used another device without pt injury.